Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/23/2016. Retain and return product was tested and the customer complaint was not confirmed. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Sixty retain cartridges were tested in whole blood and I-stat control level 2 and I-stat calibration verification level 5. Customer complaint was not reproduced. Test results for the retain cartridges met the acceptance criteria found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. 50 returned cartridges were tested in whole blood and I-stat control level 2. Customer complaint was not reproduced. Test results for the returned cartridges met the acceptance criteria found in q04.01.003 rev. Y, appendix 1- product complaint level 2 and level 3 investigation procedure. Investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).